Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapy for peritoneal dialysis (pd). On an unreported date, extraneal therapy was withdrawn but dianeal therapy was ongoing. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date the patient began treatment with vancomycin and ceftazidime. The patient was recovering from the event. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h09050, h11h24083 and h11h31070 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.